Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit has an out of box failure. When replacing the exec pcb (getinge fse replaced the part) board due to the 8 year chip, after replacing the board and loading sw, the unit froze and would not respond. The unit will not boot in clinical or service mode.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit has an out of box failure. When replacing the exec pcb (getinge fse replaced the part) board due to the 8 year chip, after replacing the board and loading sw, the unit froze and would not respond. The unit will not boot in clinical or service mode. There was no patient involvement reported.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 ( type of investigation, investigation findings, investigation conclusion, component code), h10, h11. Corrected fields: b5, d5, e1 (initial reporter, email ID), e2, e3, g2, h6 (health effect ¿ clinical code, health effect ¿ impact codes). It was reported that the cardiosave intra-aortic balloon pump (iabp) had out-of-box failure. A getinge field service engineer (fse) stated that after exchanging the executive pcb (due to the unit being over 8 years old), the unit stopped booting up and would alarm in both clinical and service mode. Fse also noticed the power cable would not longer retract properly. He replaced (d012-00-1688-21) reel,ac power cord, (d670-00-0770) pcba, exec processor and (d040-00-0456) kit, display monitor to video gen board. Fse performed a pm, full calibration, and tested the unit. The product passed all functional/safety testing. Returned the unit to the customer.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.